Event description:
Drive devilbiss healthcare was notified of an incident involving a transfer bench by an end user's wife, who stated that "her husband was on the transfer bench when the leg snapped. He fell and hit his head and became unconscious for a couple of minutes." The end user did not seek medical attention. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.